Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00121 on 04/09/2019 for a discordant falsely elevated br (ca 27.29) patient result and quality control (qc) was out of the established range when run the next day. Additional information (05/16/2019): a siemens customer service engineer (cse) was dispatched to the customer site. The customer service engineer (cse) observed that the wash separation manifold reportedly had a small drip which was repaired by replacing a fitting. The cse also observed a bent ancillary reagent probe which was replaced, and mechanical calibrations of the probes was performed. Instrument functionality was verified through successful qc performance. The br assay does utilize an ancillary pretreatment during the assay sequence and a bent ancillary reagent probe could possibly affect assay performance due to poor dispense/delivery of the pretreatment into the cuvette. The customer had observed that the ancillary reagent pack had probe piercings in multiple locations which confirms the cse's observation of a bent ancillary probe. The cse follow up with the customer post-service intervention 10 days later indicated the issue has not returned. Based on the service mitigations performed by the cse, the cause for the discordant falsely elevated br (ca 27.29) patient result and quality control (qc) that was out of the established range is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant falsely elevated br (ca 27.29) patient result obtained on the advia centaur xp instrument. Siemens is investigating.

Event description:
A discordant falsely elevated br (ca 27.29) patient result was obtained on the advia centaur xp instrument. The evening shift had loaded a new reagent readypack prior to the patient being run and reported at 7:00 pm. The customer observed quality control (qc) was out of the established range when run the next day. The customer performed an assay recalibration, qc was within the established range, and the patient result when repeated was lower. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant br (ca 27.29) patient result.